Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, heavily calcified, 90% stenosed, concentric, mid left anterior descending (lad) artery the 2.75 x 15 mm trek balloon dilatation catheter (bdc) was inflated/deflated once at 8 atmosphere (atm). During the second inflation at 12 atm the balloon ruptured. There was no reported adverse patient effect. A non-abbott bdc was used to further dilatated the lesion and a stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.